Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 04/14/2015 with the following findings: a review of the pump black box data revealed evidence of pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked, and the battery cap threads were stripped. The battery cap did not secure properly to the pump, and a power loss was duplicated; a test cap was used to complete investigation. The pump was exercised for 24 hours with no duplicated loss of power while the test cap was in use. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored. Also unrelated to the complaint, the keypad cover was peeling at the up arrow button. The keypad buttons responded properly; however, the keypad cover was removed and contamination was found under all of the button contacts. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump battery compartment was cracked, and the yellow o-ring of the battery cap was visible while attached. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.